Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1. The technical service representative (tsr) had the home patient (hp) flip the bag over, check the lines for kinks and occlusions, verify that the frangible was broken, verify that the clamp was open, and pull on the lines at the hc door. The hc resumed fill 1 and then the alarm repeated. The hp then stated he had had the same issue the previous night with the same exact supplies. The tsr explained that the setup was compromised and to never disconnect and reconnect bags to the setup. The hp understood. The tsr assisted in ending the therapy and advised the hp to start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about his supplies. He had spoken with his nurse about his user error. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement, but no patient injury or medical intervention reported.